Manufacturer narrative:
K901449. There were no photos or customer samples for lot 6124903 to confirm this complaint. There were no manufacturing related issues identified. A CAPA was initiated to investigate related complaints. This reported condition will be tracked and trended.

Event description:
It was reported while using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes, that there was an increase in clotting.